Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call that the device would not deliver insulin occasionally and had blood glucose over 600 mg/dl. Customer declined troubleshooting. Customer wanted the device replaced. Customer agreed to return the device for analysis.